Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of no vibratory alert function could not be duplicated or confirmed with investigation. A review of the pump¿s black box revealed no related issues. The vibratory alert functioned properly during the rewind step of the prime sequence. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a vibration (no vibration) issue. It was reported that alerts were set to vibration and the pump did not vibrate upon completion of a load/rewind/prime sequence two weeks prior to the complaint. The reporter stated that following the issue, the vibration alert functioned, however weaker. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.